Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high sic counts, a pacing failure, high impedance and a possible fracture were noted on the right ventricular (rv) lead. Reprogramming was performed and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 22.4 cm and the proximal conductor fractured at 23.5 cm from the connector pin. The performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.